Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon was not established. The reported flow issue was not reproduced during inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit had an abnormal air supply after last service, no difference in flow rate between mid-range and high-range. The issue occurred during preparation for use for a total hysterectomy therapeutic procedure. The procedure was completed using a similar device and there was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.